Event description:
Hosp nursing staff responded to a cardiac call, patient condition not reported. Reportedly, during use, the device was charged to 200 joules and would not deliver a shock. The device operator adjusted the energy to 360 joules, reportedly the device would not deliver a shock. At that point a back up device was made available and used to continue care to the patient. The staff stated the device could not be turned off. Patient was not resuscitated.